Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2014 with the following findings: a review of the pump black box data indicated no recorded loss of prime warnings. A call service alarm appropriately associated with an occlusion was observed in the black box. A loss of prime was not duplicated during testing. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).